Event description:
It was reported that an end of service (eos) was missed. The patients pump was last programmed on (B)(6) 2012 and eos occurred on (B)(6) 2012. The patient experienced a return of symptoms including withdrawal symptoms and was admitted over the weekend to the hospital. Upon pump interrogation, the message displayed that a terminal event occurred, eos occurred, stopped pump period may exceed tube set, and elective replacement indicator (eri) occurred, indicating that the pump had "died." Prior to the pump's eos, it was noted that the health care providers (hcp) were aware that it was approaching and surgery for pump replacement was scheduled for (B)(6) 2012. It was reported that the patient symptoms were under control. The patient was supplemented with oral medications and the pump was replaced. It was indicated that the surgery went well and the patient had recovered "fine" and was receiving effective therapy. It was noted that there was nothing wrong with the pump, so the pump was discarded. The drugs delivered via pump were fentanyl and morphine compounded together.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).